Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that while trying to pass the suture the needle broke where it connects to the pushing shaft. The needle fell on the floor when the cobra was pulled out of the shoulder. The case was completed by using a different passer. There was no delay.